Manufacturer narrative:
Correction: a2, a5, a6, b3, b5, h4, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported "ph" after treatment to the lower abdomen while using applicator curve 150 for the coolsculpting elite system on (B)(6) 2023, (B)(6) 2023, (B)(6) 2024, and (B)(6) 2024. [Ph: paradoxical hyperplasia].

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a provider of a patient who was treated with coolsculpting elite system to the abdomen on (B)(6) 2023, the flanks on (B)(6) 2023, the abdomen on (B)(6) 2024, and abdomen on (B)(6) 2024. The treatments were performed using the curve 150 (c150) applicator to the abdomen. Four curve 150 (c150) applicators were indicated by provider used on (B)(6) 2024 and two curve 150 (c150) applicators were indicated by the provider used on (B)(6) 2024. Paradoxical hyperplasia (ph) was diagnosed to the to the abdomen on (B)(6) 2025 by the provider medical. Allergan medical safety determined that the allegation is consistent with ph to bilateral abdomen completed/approved on (B)(6) 2025.